Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ed surveillance was rebooting. There was no patient incident.

Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).